Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
In the literature article "mr and CT imaging of paraspinal textiloma (gossypiboma)" it was reported that after surgery the patient had return of pain and MRI & CT imaging confirmed the retention of a codman cottonoid surgical patty within the surgical wound and revision was done to remove the device. This article describes two cases of textiloma, foreign body granuloma, when codman cottonoids were inadvertently left in the surgical wounds following spinal surgery. This is a 35 year old male with history of lumbar disc herniation. Surgery was done however his pain returned 6 months after surgery. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available.